Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level was 559 mg/dl. Reportedly, the customer went to the emergency department where they were subsequently admitted to the intensive care unit. No additional information was provided at the time of report. Multiple follow-up attempts were made by tandem technical support; however, no response from the customer was received. Reportedly, the customer reverted to an alternate method in insulin therapy.